Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high and unstable thresholds. It was noted that the patient had engaged in shadow boxing soon after implant which resulted in possible lead microdislodgement and phrenic nerve stimulation. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead dislodged during revision of the lv lead. The ra lead was attempted to be replaced, however the doctor felt the helix had possible damage and the pacing coil may also have been stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.